Event description:
On (B)(6) 2013, kci rec'd article, "negative pressure wound therapy in infants and children: a single-institution experience" which reported that a pt experienced an enteroatomospheric fistula formation while using v.a.c. Therapy. On (B)(6) 2013, the physician reported that the pt's fistula required surgical intervention. Dates not provided. No add'l info is available.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged fistula formation is related to v.a.c. Therapy. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit. There have been several attempts made to gather add'l info, but there has been no response. Device labeling, available in print and online, states: contraindications: v.a.c. Therapy is contraindicated for pts with: non-enteric and unexplored fistulas. Enteric fistula: in certain circumstances, v.a.c. Therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c. Therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c. Therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula.